Event description:
It was reported on (B)(6) 2013, patient returned to surgery one year postoperative to remove blade due to pain. Implanted helical blade replaced with a shorter helical blade. This report is for a 11.0mm ti helical blade 115mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Reported implant is approximate 1 year prior to explant. The investigation could not be completed; no conclusion could be drawn, as no product was received. Additional review of the device history record (DHR) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.